Event description:
It was reported that during intra-aortic balloon (iab) therapy, the sheath would come out with the iab. The sheath was upsized. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI # is incomplete as the iab model, catalog#, lot #, manufacture date, exp. Date were not provided. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field: b4, e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h6 (investigation conclusions) h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. As per the instructions for use ¿do not attempt to withdraw the balloon membrane through the introducer sheath¿, this could cause damage to the sheath and potentially causing a penetration. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Record ID#: (B)(4).